Event description:
Mibcrobore catheter extension set was noted to have a small hole from the clamp, leaking blood/fluids from the hole. Baxter microbore catheter extension was in use and when the nurse clamped the extension tubing a small hole in the tubing was noted to have a small hole and blood/fluids were leaking. Dates of use: (B)(6) 2016. Reason for sue: IV extension set.